Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and two photographs of the sample were provided for evaluation. Visual inspection was performed which showed the tubing was separated from the bushing; no solvent was noted in the tubing. The reported condition was verified. The cause of the separation was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set with duo-vent spike had detached at a white connection point (tubing segment) resulting in a leak; fluid leaked on the nurse's hand. The issue was noticed approximately after 7 min/26 ml into the dostarlimab infusion when the nurse came to attach a pump to the pole. The infusion was interrupted, the dose was re-dispensed, and a new tubing set was used to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.